Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a total wrist fusion surgery procedure using the integra total wrist fusion system instrumentation set, the surgeon could not read the markings on the depth gauge, even using loupes. Several screws had to be removed because the surgeon was left to estimate the length of the screws, take radiographs and then estimate the adjusted required size.